Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the full-height cubie drawer had failed. A field service engineer (fse) had been able to clean the trays and pockets of debris and reconnect all connections on the row boards. The customer had been in a hurry to get this done, and the nurses had been waiting for medications. Fse confirmed that had been no time to run final test results due to the nurses needing to pull medications and the customer verified the functionality in application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, had device not detected on bus and drawer not recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.